Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete entry for section a1 - patient identifier: (B)(6). Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 7p60-21 / 31, with 510k number k153730.

Event description:
The customer observed a false nonreactive alinity I syphilis tp for a 54-year-old male diagnosed with blood in the stool. The following results were provided (reference range: <1 s/co): sid (B)(6), initial syphilis result= 0.48 s/co. The results were questioned due to having a history of a positive result (unknown platform). Repeat result on autobio platform= 1.364 s/co (reference range: <1 s/co); tppa result= positive there was no impact to patient management reported.